Event description:
As reported by an edwards field clinical specialist, the struts of a 23mm sapien 3 ultra valve bent as the valve was pushed forcibly into a 14fr esheath+ at a steep angle. The struts were not protruding out of the sheath. This was identified before the delivery system or valve exited the sheath. The system was removed. A new 14fr esheath+ was inserted, and a new commander delivery system and 23mm sapien 3 ultra valve were advanced without complication. There was no vascular injury.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the device was returned for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: three struts were bent outwardly at inflow, two were back approximately 180 degrees, and one was approximately 45 degrees. The valve frame was slightly distorted. All struts were exposed through skirt, likely due to the excessive manipulation. The outflow struts were slightly distorted, likely due to retrieval through the sheath hub. The complaint for valve frame damage was confirmed based on the returned device. A review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "the struts of a 23mm sapien 3 ultra valve bent as the valve was pushed forcibly into a 14fr esheath+ at a steep angle". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". As noted, the delivery system was inserted through steep angle. Additionally, per 3mensio, the patient's access vessel had presence of calcification. The presence of calcification and steep insertion angle can create challenging pathway during delivery system advancement, leading to high resistance and push force. So, if excessive force was applied to overcome the high push force/resistance, it could lead to the valve struts interacting with the sheath shaft and resulting in the bent struts seen at inflow. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation, high push force, steep insertion angle) may have contributed to the frame damage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with valve frame damage. A corrective and preventative action captures process improvement activities regarding frame damage which were identified during previous investigation.